Event description:
Two physical therapy assistants were performing a modified bobath transfer on a resident with right sided hemiparesis. He was being transferred after undergoing physical therapy from an elevated mat to wheelchair positioned at his left side. The pedals had been removed from the wheelchair in preparation for the transfer. As the resident was lifted from the mat in a semistanding position and pivoted to the chair, his left foot slid out to the side laterally and his leg caught on the inner aspect of the pedal mount protruding from the left leg of the chair. He sustained a deep, 4 cm skin tear on the mid lateral surface of his left lower leg. He required 14 sutures to close the wound and was put on prophylactic antibiotics. The pedal mount is semicircular with a 90 degree angle on the inner aspect that although not sharp, is angular and protrudes in a way that allowed the skin to catch and be held as the leg continued to slide, causing the laceration.